Event description:
Customer reported the system is displaying an iris pot error message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced and calibrated the iris potentiometer. System operates as intended.